Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy. A replacement kit was used to complete the procedure. There were no patient effects. Product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the seal was open outside the delivery tube, the tension springs were partially in the tube, and the plunger was depressed. The device was very bloody. Based upon the received condition of the device, the reported failure "the seal did not deploy" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).